Manufacturer narrative:
Section a5a,a5b: correction. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section g3: correction.

Event description:
The site reported the patient had elevated wbc and temperature while admitted. The patient developed respiratory complication and expired on (B)(6)2017.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in septic shock. The reported symptoms were fever and leukocytosis. The site detailed blood test showed no growth to date and urinalysis culture was positive for candida. The patient was treated with nystatin and micafungin. No further information was reported.